Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray revealed a lead migration. A lead revision was performed to resolve the reported event.

Manufacturer narrative:
Additional information: section d4 - expiration date, section d9 - 9. Date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h11 - manufacturer narrative. The lead and anchor were returned to saluda. The lead was received cut into two pieces. The anchor passed visual inspection and functional testing. The root cause of the lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and the patient may require surgery (including revision, explant, and replacement) as a result.¿